Event description:
Patient having a bilateral hernia repair/circumcision performed. The patient was receiving spontaneous ventilation via laryngeal mask airway and ventilation control was needed. The anesthesiologist could not generate any pressure in the circle system despite complete closure of the pop off valve. No leak could be found in the system-circuit/co2 absorber/I/o valves, etc. The circuit was changed and they still could not ventilate. The patient was intubated and ventilated with an ambu bag until a new machine could be employed. The physician stated that they felt the machine had failed, not the circuitry. No disposables were saved. Machine is currently in biomed dept. Draeger was to be contacted to come and check the machine. Testing is pending at this time.